Event description:
Event occurred in japan. Damaged optic after implantation. The surgeon noticed damage to the optic upon iol release into the eye and explanted the lens accordingly. There was no impact on the patient visual acuity. Ovd was used and no abnormalities were noted during preparation or setup. The surgeon did not appear to be concerned and commented that this type of issue may occur occasionally. Iol was explanted on (B)(6) 2026. Problem code: a0404 - crack.

Manufacturer narrative:
This initial emdr is being submitted to FDA for a reportable event that occurred outside the USA. Optic damage is indicated as a potential malfunction related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.